Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5 which was found to be caused by a gap of the adhesive on the distal end where the stain entered inside the lens through the gap. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive cause was not established. However, it is possible humidity invaded the lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be prevented by following the instructions for use (IFU): IFU states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states preventive measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.